Event description:
During representative maintenance of the device, the service representative reported the air bubble detector failed to function due to a broken cable. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.